Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, software version: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer (for, con) regarding a patient with an implantable pump. It was reported that the patient reported issues with their th90t02 that was identical to the issues described in fa1460 - myptm delay. Patient services advised the patient on how to delete the data from the patient data service app as described in fa1460. They also advised the patient to repeat this from time to time if the issue appears again. The patient was notified that they should call back medtronic if there was any further problem with the product. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's age at the time of the event was unknown. The patient experienced no symptoms related to the event and the model number of the patient's pump was 8637. It was unknown what the serial/lot number and implant date of the pump was. The software version was also unknown. It was states that the results were okay after the software update and that the issue was resolved. The myptm was still in use and the patient had possession of it.